Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user has a low glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/16/2014).

Event description:
Customer complaint of blood result reading of "lo". Expected glucose range should be 95mg/dl-110mg/dl. Reviewed the last 5 blood results in the meter memory: (B)(6) 9:45am lo (date is I day off); (B)(6) 9:37am lo; (B)(6) 9:36am lo; (B)(6) 12:09pm lo; (B)(6) 9:30am lo; (B)(6) 9:26 lo. The customer states that he stores the strips in the bedroom. No adverse event reported.